Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg. Customer changed pump supplies and resumed insulin delivery. Reportedly, customer continued using pump for insulin therapy.